Manufacturer narrative:
Neither a lot history review nor a DHR review could be performed as the lot number was not provided.one ti lp port with 8 fr s/l standard groshong catheter was returned for evaluation. Visual, microscopic, tactile, and functional testing were performed. The sample showed preferential bending throughout the length of the catheter. A complete circumferential break was noted at the 14/15 cm depth markings. A split was noted just distal of the cathlock. The investigation is confirmed for 1069a - subq leak/break/split w/o embo. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150ce. Implantable port allegedly experienced a break. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.